Event description:
Patient tested 1.3 inr and 1.3 inr on the coaguchek xs system while comparison labs returned as 2.4 inr and 2.3 inr. The second inr at the lab was re-ran on the same sample of blood that produced the 2.4 inr. There is a question that the tube of drawn blood was not completely full. No actions taken based on the device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
.